Manufacturer narrative:
Manufacturing site evaluation: no product at hand. Therefore a failure description at the device is not possible. Investigation no product at hand. Therefore an investigation at the product is not possible. Batch history review the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Explanation and rationale, conclusion and root cause in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure. Corrective action for this topic (vega loosening), a product safety case (psc) was initiated.

Event description:
It was reported that there was an issue with nx028z - as vega ps femoral comp.cemented f3r. It was reported on 12apr2019, that as a result of having the product implanted, the patient has experienced knee pain, difficulty walking, swelling, and loosening and instability of the implant, which resulted in a revision surgery. The primary surgery occurred on (B)(6) 2015, and the revision surgery occurred on (B)(6) 2016. All available information has been provided at this time, if additional information becomes available the complaint will be updated accordingly. The adverse event is filed under aag reference (B)(4). Cement used: unidentified.